Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23 mg/dl. Reportedly, customer unlocked their pump and initiated a bolus which decreased their bg level. Reportedly, customer lost consciousness and emergency medical technicians were called and treated customer with glucose gels, doses of insulin, and peanut butter and jelly. Tandem technical support conducted systems check and the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.